Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. B3 - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -2.0/2.0/169 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.